Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional absorb referenced are being filed under a separate medwatch report. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure on (B)(6) 2015 was to treat a long lesion located in the proximal left anterior descending (lad) artery. Predilatation was performed with a 2.0 and 2.25 balloon catheter. Two absorb (2.5 x 28, 3.0x28) were implanted overlapping in the proximal descending artery which was occluded with a lot of calcium. No post-dilatation was performed. The patient was discharged from the hospital on ticagrelor. On (B)(6) 2017 the patient was readmitted with stable angina. Angiography was performed which showed a 100% stenosis in all the segments previously treated with absorb. The patient is waiting for a bypass. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
The following additional information was received: prior to the index procedure, the patient presented with a non st-elevated myocardial infarction. Vessel sizing was done with angiography and determined to be greater than 2.5 mm in diameter. The residual stenosis was reduced to less than 40% after pre-dilatation. No imaging was performed to confirm that the scaffold was fully apposed to the vessel wall. The patient was confirmed to have been compliant in following the dual antiplatelet drug therapy (dapt) after the procedure. The patient is still pending bypass surgery. No additional information was provided.